Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the ax55g device would not staple. Another device was not used to complete the case. There was no consequence to the pt. The device was discarded.